Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint "melted insulation on jaw". Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, the section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did not indicate that a monopolar instrument was used during this case. Probable root cause of thermal damage on the exposed electrode of the bipolar yaw pulley is attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing procedure, the 8mm long bipolar grasper instrument was found to have a melted insulation on jaw. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.